Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) intermittently alarming was not able to be confirmed. No equipment was returned for analysis and log files showed the controller functioning as intended. No atypical alarms were observed in the log file. Provided information indicated that the cause of the alarms was unknown. The system controller and battery clips were exchanged, and the battery contacts were cleaned. Attempts to gain additional event information were made, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported brief, intermittent alarms on their system controller. The patient was not able to see the controller when it happened. The alarms did not show up on system controller history review or on history screen on system monitor. The patient had changed their clips and calibrated all batteries. The system controller exchange was completed after obtaining log files. The log file captured some brief intermittent indications of a weak connection between the batteries and clips.